Event description:
It was reported that while using bd vacutainer® sst¿ ii advance plus blood collection tubes, four (4) tubes had insufficient negative pressure; unable to meet 5 ml blood volume. No patient impact reported.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 4 photos were provided for investigation. The photos were reviewed and the indicated failure mode for underfill was observed. Additionally, 20 retention samples from bd inventory were evaluated by functional testing and the issue of underfill was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode underfill with photos. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. There were multiple lot numbers reported to be involved. The information for the additional lot number is as follows: d4. Medical device lot# :3289465 d4. Medical device expiration date: 30-apr-2025 h4. Device manufacture date: 02-nov-2023. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® sst¿ ii advance plus blood collection tubes, four (4) tubes had insufficient negative pressure; unable to meet 5 ml blood volume. No patient impact reported.